Manufacturer narrative:
The insulin pump was received with blank display due to broken interface board. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. The customer's blood glucose was unknown at the time of incident. The customer stated that the display did not return after battery change. The insulin pump was returned for analysis.